Event description:
During a hip tep surgery on (B)(6) 2024, while the trial cup was being impacted into the acetabulum, it broke into two pieces. It was no longer possible to use the planned size. In order to be able to perform a correct trial, the patient's acetabulum was reamed out deeper and a larger size was used for the trial and implantation.

Manufacturer narrative:
During a hip tep surgery on (B)(6) 2024, while the trial cup was being impacted into the acetabulum, it broke into two pieces. It was no longer possible to use the planned size. In order to be able to perform a correct trial, the patient's acetabulum was reamed out deeper and a larger size was used for the trial and implantation. The ecofit® trial cup ø 50mm have been made available for the analysis. The examination of the provided product showed that all bridges of the product are broken at the notches. This instrument is a product that has to be impacted when used as specified. It can be combined with an impactor via the internal thread and force is transmitted to the bridges of the instrument during impact. Particularly high stresses occur at the position of the notches. After examining the product and manufacturing documents, a technical cause that could be due to design or manufacturing problems can be ruled out. The contents of the surgical technique, the instructions for use and the information on reprocessing the instruments were checked and no errors were found. Based on the information available, the technical cause cannot be clearly determined. It is very likely that the product may have been overloaded several times during its service life of approx. 5 years. On the one hand, an unintentional overload event may have been the cause of the breakage. On the other hand, material fatigue may have occurred due to numerous load impacts over the course of its service life, which ultimately led to the instrument breaking during use. It can therefore be assumed that this is not a product failure, but an expected sign of wear. This incident was assigned to the error pattern "break of the instrument" with the consequence "inadequate preparation of the bone". For the marketing period 01.01.2021 to 31.01.2024, no further incidents have become known regarding the error pattern. The calculated occurrence rate is (B)(4). This value is below the limit value of 1% defined in the risk analysis.